Manufacturer narrative:
The returned device was evaluated. During evaluation, lines were observed on the lcd screen. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over nine (9) years with no previously reported issues.

Event description:
It was reported there was a blue line all around the screen. There is no report of any patient impact or consequence as a result of the issue.